Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Manufacturing date was unavailable at the time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device. It was reported that during a case the site was trying to use fluoro nav, but the navigation system (ns) would not acquire the image from the imaging system (is). The site moved the reference frame and the calibration target into the sight of the ns camera. After this the site was able to take an image, however the next image after that was black. The site additionally tried adjusting the tube voltage. Navigation was aborted. There was no patient impact reported and no delay to surgery.